Event description:
Ex tibial nail removed due to infection. Patient was not revised to additional hardware.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.